Event description:
A user medwatch report was submitted on 5/22 with inaccurate info. New info from the rptr indicates that pt was admitted to hosp for aortic valve repair. Pt was then placed on ECMO support whereby 72 hrs later, tubing disengaged from oxygenator bottom inlet port. Tubing pack was provided by another MFR. Oxygenator was changed out with no pt compromise. Pt coded and successfully resuscitated and provided replacement units of blood. Per rptr, pt subsequently expired but not as direct result of the incident.